Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while he was sleeping. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to rewind but alarm kept occurring during prime. Blood glucose value was 415 mg/dl; treated with manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to verify the motor error alarm due to the button keypad anomaly. The motor passed the motor test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches and a cracked display window.